Event description:
It was reported while using bd secondary administration set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: they had another set break today. This was item 10013364t. Had an incident where number 10013364t broke. This occurred today. All of the information regarding the details is the same as in the previous complaints. Thanks.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the secondary alternate set broke could not be verified due to the product not being returned for failure investigation. Device history record review for model 10013364t lot number 22079388 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2022. The root cause of this failure could not be identified without a failure investigation. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd secondary administration set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: they had another set break today. This was item 10013364t. Had an incident where number 10013364t broke. This occurred today. All of the information regarding the details is the same as in the previous complaints. Thanks.